Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported immediately upon inserting the scope through the trocar, the inner membrane tore apart. The surgeon had to open a new one and reinsert. There was no consequence to the pt.